Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the date of the initial procedure? 3 months ago. What tissue layer was the suture used on? Dermal skin layer. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal. What were current symptoms following the index surgical procedure? Onset date? Na. What is meant by ¿tissue reaction¿? Redness around suture line. Do you have any photos of the patient ¿reaction¿ post op? Na. The patient demographic info: age, gender, weight, bmi at the time of index procedure -female. Does the surgeon believe there was any alleged deficiency of the suture contributing to the tissue reaction? No. How was the tissue reaction managed? They took out the stratafix and then sutured with vicryl. What intervention was performed for this suture event? Na. What was the date of the reoperation? 4 weeks ago. What was the indication for the second procedure? Wound dehiscence. What was the appearance of the suture during the second procedure? Stayed in the tissue. Did the operating surgeon observe any suture deficiency or anomaly before, during, the suture placement? No. Can you identify the lot number of the sxmp1b119 that was used? Na. What is physician¿s opinion as to the etiology of or contributing factors to this event? Na. What is the patient current status? In recovery.

Event description:
It was reported that the patient underwent hip surgery three months ago and barbed suture was used. The suture was placed in the dermal skin layer. One month ago, the patient came back in for reoperation due to tissue reaction. The patient had redness around the suture line and wound dehiscence. During the reoperation procedure, it was noted that the appearance of the barbed suture was that it stayed in the patient tissue. The barbed suture was removed and patient was re-sutured with a different suture. The patient is reported to be in recovery. No additional information was provided.